Event description:
As reported by our edwards lifesciences japan associate, hemolytic anemia was observed, following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve. The end of marker was attempted to be on the root of cusp. However, the valve was slipped toward ascending aorta, being deployed in 60/40 aortic/ventricular position with 0.5ml more than nominal volume. Mild paravalvular leak (pvl) remained. After the procedure, hemolytic anemia, pvl aggravation, increased bilirubin and increased pulse pressure were observed. Aortic valve replacement (avr) was performed to treat on post-operative day 8. The operator stated that the valve size might have caused the event, and a 23 mm valve might have been better, and during post-dilation, the balloon pushed the thv, causing the valve to move to left he ventricular side. Comparing the images during valve deployment with those after post-dilation, the position appears to have shifted from 60:40 to 40:60. The physician during avr stated that the root cause was unknown. During avr, the valve was noted to be at 50:50, and a significant gap was observed between the thv and native valve.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental report is being submitted, due to the receipt of additional information. B4, g3, g6, and h2 have been updated; b2, b5, h1, and h6: health effect impact have been corrected.

Event description:
As reported by our edwards lifesciences japan associate, hemolytic anemia was observed, following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve. The end of marker was attempted to be on the root of cusp. However, the valve was slipped toward ascending aorta, being deployed in 60/40 aortic/ventricular position with 0.5ml more than nominal volume. Mild paravalvular leak (pvl) remained. After the procedure, hemolytic anemia, pvl aggravation, increased bilirubin and increased pulse pressure were observed. Aortic valve replacement (avr) was performed to treat on post-operative day 8. The operator stated that the valve size might have caused the event, and a 23 mm valve might have been better, and during post-dilation, the balloon pushed the thv, causing the valve to move to left he ventricular side. Comparing the images during valve deployment with those after post-dilation, the position appears to have shifted from 60:40 to 40:60. The physician during avr stated that the root cause was unknown. During avr, the valve was noted to be at 50:50, and a significant gap was observed between the thv and native valve. On pod 4 of tavr procedure, pvl was observed. 25 days post tavr procedure, the patient died of progressive multiple organ failure due to worsening pvl. As per medical opinion, the event was determined as device related, not the procedure related.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. Have been updated. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under- or over-sizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and procedural factors (mild ventricular septal hypertrophy, valve under-sizing, and valve malposition) above might have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted, due to the receipt of additional information (device serial number). B4, g3, and g6 have been updated. D4 expiration date and UDI and h4 device manufacture date have been added. D4 serial number has been corrected. B5 is also corrected, due to the accidentally omitted detail that the valve was explanted in the narrative (though it was captured in h6 codes of the original report).

Event description:
As reported by our edwards lifesciences japan associate, hemolytic anemia was observed, following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve. The end of marker was attempted to be on the root of cusp. However, the valve was slipped toward ascending aorta, being deployed in 60/40 aortic/ventricular position with 0.5ml more than nominal volume. Mild paravalvular leak (pvl) remained. After the procedure, hemolytic anemia, pvl aggravation, increased bilirubin and increased pulse pressure were observed. Aortic valve replacement (avr) was performed to treat on post-operative day 8. The operator stated that the valve size might have caused the event, and a 23 mm valve might have been better, and during post-dilation, the balloon pushed the thv, causing the valve to move to left he ventricular side. Comparing the images during valve deployment with those after post-dilation, the position appears to have shifted from 60:40 to 40:60. The physician during avr stated that the root cause was unknown. During avr, the valve was noted to be at 50:50, and a significant gap was observed between the thv and native valve. The valve was explanted.